Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) and atrial lead was scheduled for a device replacement and lead revision. It was reported the device had reached elective replacement indicator (eri) and the atrial lead exhibited pace impedance measurements greater than 3,000 ohms. Prior to the start of the procedure it was noted the device had not reached eri and atrial measurements were acceptable. It was reported that the atrial pace impedance measurements have been fluctuating. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
The procedure was not performed. The lead will be revised when the device reaches eri. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection found deformed conductor coils from the suture tie down sites at 134 millimeters (mm) and 143 mm from the terminal pin. An x-ray was performed and the cathode coil was found to be fractured at multiple sites beginning at 148 mm from the terminal pin and ending at 179 mm from the terminal pin. The fractures appeared to be located at the distal end of the suture sleeve location. Analysis confirmed the clinical observations were due to the fracture.

Event description:
Additional information was received indicating this device and lead were explanted. It was reported noise was also observed on the lead resulting in inappropriate atrial tachy response (atr) episodes. There were no associated patient symptoms. This lead was successfully replaced. No adverse patient effects were reported.